Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, the stent thrombosis occurred. The physician implanted a taxus express2 3.00x20mm drug eluting stent in an unk location. Post procedure stent thrombosis and myocardial infarction occurred. No add'l info has been received.